Event description:
It was further reported that the patient presented to the hospital with nausea, vomiting and abdominal pain. The patient's wife stated the patient was going through mental anxiety and anguish. The ventricular assist device (vad) exhibited low perfusion and sequence of events that led to ischemic bowel, metabolic derangements, and hypovolemia leading to the death. It was also noted that the patient was hospitalized on or about six weeks prior with cough and shortness of breath. A right heart catheterization (rhc) and ramp study revealed elevated bilateral intracardiac filling pressures indicative of inadequate left ventricular unloading and volume overload. Left ventricular unloading was noted at very high vad speed, increasing from 20500 to 20800 suggestive of pump dysfunction of unclear etiology.

Manufacturer narrative:
A supplemental report is being submitted for an update to: -b3. Date of event: changed from 2021-02-19 to 2021-01-07 -b5. Desc evt problem -h6. Patient codes (ime/annex e) -ime (annex e) health clinical & imf (annex f) health impact investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and for a correction. Corrected h3) dev ret to MFR. Product event summary: the ventricular assist device (vad) was returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported low flow event was confirmed via review of the available autologs report which revealed a decrease in power consumption and estimated flows starting on (B)(6) 2021 and 66 low flow alarms logged since (B)(6) 2021. Information received from the site indicated that the low flows were associated with gastrointestinal (gi) bleeding and low volume. The patient was sent to the operating room for an ischemic bowel removal; however, the patient expired after the surgery. Failure analysis of the returned pump revealed that the device passed dimensional verification. Visual inspection revealed damage to the insulation of the driveline's wires near the pump strain relief. This is an additional observation not related to the reported event. Given that this damage was not present prior to release of the device, and no electrical faults were logged within the analyzed period prior to the removal of the pump, the damage can likely be attributed to the handling of the device during or after the pump removal procedure. Post-explant functional analysis was not possible since the driveline was received wi th damaged wires and cut too short to be able to splice and then conduct functional testing. Internal pathological report revealed no evidence of thrombus within the device. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to poor vad filling, thrombus at the inflow cannula/outflow graft, and/or constriction at the outflow graft. Per the instructions for use, gi bleeding and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of gi bleed events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for a revision to the product event summary. Revised product event summary: the ventricular assist device (vad) was returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported low flow event was confirmed via review of the available auto-logs report which revealed a decrease in power consumption and estimated flows starting on 18-feb-2021 and 66 low flow alarms logged since 19-feb-2021. Failure analysis of the returned pump revealed that the device passed dimensional verification. Visual inspection revealed damage to the insulation of the driveline's wires near the pump strain relief. This is an additional observation not related to the reported event. Given that this damage was not present prior to release of the device, and no electrical faults were logged within the analyzed period prior to the removal of the pump, the damage can likely be attributed to the handling of the device during or after the pump removal procedure. Post-explant functional analysis was not possible since the driveline was received with damaged wires and cut too short to be able to splice and then conduct functional testing. Internal pathological report revealed no evidence of thrombus within the device. Information received from the site indicated that, in addition to low flows, the patient presented with nausea, vomiting, and abdominal pain associated with gastrointestinal (gi) bleeding. The patient's wife stated that the patient was going through mental anxiety and anguish. It was also noted that the patient was hospitalized about six weeks prior with cough and shortness of breath. A right heart catheterization (rhc) and ramp study revealed elevated bilateral intracardiac filling pressures indicative of inadequate left ventricular unloading and volume overload. The patient was sent to the operating room for an ischemic bowel removal; however, the patient expired after the surgery. The patient experienced ischemic bowel, metabolic derangements, and hypovolemia leading to the death. Based on the available information, the device may have caused or contr ibuted to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to poor vad filling, thrombus at the inflow cannula/outflow graft, and/or constriction at the outflow graft. Per the instructions for use, gi bleeding and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was admitted in (B)(6) 2021 for evaluation of transplant candidacy versus a ventricular assist device (vad) exchange. This consideration was due to ¿potentially faulty controller of his vad¿ as the patient¿s vad serial number had been identified as one ¿at risk for complications if controller exchange were needed¿. The patient also had an exacerbation of underlying chronic obstructive pulmonary disease (copd), shortness of breath and fluid overload. An echocardiogram was done twice during the hospitalization which showed no major changes. A sputum culture was positive for klebsiella pneumoniae (esbl) and infectious disease was consulted and did not have any recommendations as the patient was on chronic antibiotic suppression therapy. An abdominal computerized tomography (CT) was done which had no acute findings. A right heart catheterization and ramp with echocardiogram study were done for pre-transplant approval baseline which showed elevated intracardiac filling pressure indicative of left ventricular unloading and volume overload. The ramp study demonstrated low cardiac output (co) at baseline vad settings; therefore, vad speed was set high. Intravenous (IV) diuresis and increased vad speed improved co and it was noted that lv unloading noted at very high vad speeds can be suggestive of pump dysfunction of unclear etiology. Vascular surgery was consulted for a right retroperitoneal hematoma seen on CT scan after the patient reported right flank pain after falling when getting out of bed and hearing a ¿pop¿. Anticoagulants were held in the event that a possible procedure would take place. The patient was also found to have iron deficiency anemia, hyponatremia and labile international normalized ratio (inr) during the admission. The patient also had a period of leukocytosis thought to be due to steroids given for cough and shortness of breath which self resolved and patient remained afebrile. The patient was evaluated for transplant candidacy and approved for listing status 2 but patient left against medical advice after approval received. Approximately three weeks after leaving against medical advice, the patient called the vad clinic to report low flow alarms and vomiting. The patient declined to come to the clinic or go to the emergency room and patient¿s spouse called an ambulance later in the day and the patient was admitted to the hospital and taken to the operating room emergently after abdominal CT showed transverse colon ischemia. The patient received four units of packed red blood cells (prbc), eight units of fresh frozen plasma, one unit of platelets and one unit of cryoprecipitate. During surgery about seventy-five centimeters of hemorrhagic necrotic small bowel were resected and the abdomen was left open due to profound bleeding. The patient was "extremely" hypotensive, bradycardic, acidotic and with minimal urine output despite the use of multiple IV vasoactive medications. Continuous renal replacement therapy (crrt) was initiated. A re-exploration of the abdomen was done bedside due to patient¿s critical status to evaluate for ongoing bleeding and deteriorating clinical picture but no bleeding source was observed and only old blood was present. Despite the use of crrt, lactic acidosis and hyperkalemia continued to worsen. A head CT was done to rule out stroke or other abnormality and there were no acute findings. After no improvement was observed and patient continued to deteriorate, do no resuscitation (dnr) orders were put in place and patient expired. The family requested an autopsy.

Manufacturer narrative:
A supplemental report is being submitted for additional event details, laboratory data and relevant history. Correction to d4 unique identifier (UDI). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for a revision to the product event summary. Revised product event summary: the ventricular assist device (vad) (B)(6) was returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported low flow event was confirmed via review of the available autologs report which revealed a decrease in power consumption and estimated flows starting on (B)(6) 2021 and 66 low flow alarms logged since (B)(6) 2021. No changes in pump speed settings were noted during the analyzed period. Raw controller log files were not available for analysis. The reported "faulty controller" event could not be confirmed, and a possible root cause could not be determined, due to insufficient evidence. Failure analysis of the returned pump revealed that the device passed dimensional verification. Visual inspection revealed damage to the insulation of the driveline's wires near the pump strain relief at the site where the outer sheath was cut and removed. This is an additional observation not related to the reported event. Given that this damage was not present prior to release of the device, and no electrical faults were logged within the analyzed period prior to the removal of the pump, the damage can likely be attributed to the handling of the device during or after the pump removal procedure. Post-explant functional analysis was not possible since the driveline was received with damaged wires and cut too short to be able to splice and then conduct functional testing. Internal pathological report revealed no evidence of thrombus within the device. The reported "pump dysfunction" event could not be confirmed, and a possible root cause could not be determined, due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to poor vad filling, thrombus at the inflow cannula/outflow graft, and/or constriction at the outflow graft. Per the instructions for use, gastrointestinal bleeding, infection, renal dysfunction, and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted for ventricular assist device (vad) low flows and low flow alarms due to a gastrointestinal bleed (gib). The patient was sent to the operating room (or) for an ischemic bowel removal, however, the patient ended up expiring after the surgery.